Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels. She also had issues with the insulin pump's battery. The battery did not last more than one week. The insulin pump alarmed low battery, weak battery, and off no power. Customer's blood glucose level went up to 300 mg/dl. Her high blood glucose level symptoms were nausea, eye sight issues, and irritability. The device was not returned.